Event description:
Patient called to report that their blood glucose was very high today and it was above the scale on their glucose meter. Pt wanted to give self an injection and wanted to withdraw the insulin from the cartridge in the pump, however there was no insulin in the cartridge although the pump indicated 100 units remaining in the cartridge. The last time the pt had a normal blood glucose had been 3pm the previous day. Pt had not checked their blood glucose until the morning of their call and had found it very high.